Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient presented with a large retroperitoneal hematoma with a history of previous deep vein thrombosis (dvt) was no longer able to take anticoagulation and required dvt prophylaxis with vena cava filter placement. The filter was deployed with its tip at the level immediately below the renal veins. Post placement venogram was performed which revealed the filter to be in good position. The patient tolerated the procedure well. There were no complications. Twelve days later, the patient was admitted to the hospital as a CT angiogram of the chest demonstrated a large central pulmonary embolus suggestive of right heart strain, and a CT of the abdomen and pelvis revealed a tilted, deformed, and moderately displaced filter toward the right renal vein. Additionally, a venous duplex ultrasound demonstrated a dvt in the right lower extremity. The patient was taken for filter retrieval and placement of new filter. The filter was snared and retrieved without complication. A post retrieval cavogram was performed which demonstrated no injury to the inferior vena cava. Following retrieval, the right femoral vein was accessed and inferior venacavogram was performed with no evidence of thrombus or caval anomaly. A filter was placed in an infrarenal location. Follow up inferior vena cavogram revealed no evidence of caval perforation or evidence of filter malposition. The patient tolerated the procedure well. The patient was discharged two days later. No further information is noted regarding the patient¿s current status. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated. The filter was not retrieved; however, it was repositioned. Subsequently, the patient experienced a pulmonary embolism. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient presented with a large retroperitoneal hematoma with a history of previous deep vein thrombosis (dvt) was no longer able to take anticoagulation and required dvt prophylaxis with vena cava filter placement. The filter was deployed with its tip at the level immediately below the renal veins. Post placement venogram was performed which revealed the filter to be in good position. The patient tolerated the procedure well. There were no complications. Twelve days later, the patient was admitted to the hospital as a CT angiogram of the chest demonstrated a large central pulmonary embolus suggestive of right heart strain, and a CT of the abdomen and pelvis revealed a tilted, deformed, and moderately displaced filter toward the right renal vein. Additionally, a venous duplex ultrasound demonstrated a dvt in the right lower extremity. The patient was taken for filter retrieval and placement of new filter. The filter was snared and retrieved without complication. A post retrieval cavogram was performed which demonstrated no injury to the inferior vena cava. Following retrieval, the right femoral vein was accessed and inferior venacavogram was performed with no evidence of thrombus or caval anomaly. A filter was placed in an infrarenal location. Follow up inferior vena cavogram revealed no evidence of caval perforation or evidence of filter malposition. The patient tolerated the procedure well. The patient was discharged two days later. No further information is noted regarding the patient¿s current status. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The filter was successfully deployed with a post placement venogram showing good positioning. Approximately one and a half weeks later a CT angiogram of the chest demonstrated a large central pulmonary embolus suggestive of right heart strain. A CT of the abdomen and pelvis revealed a tilted, deformed, and moderately displaced ivc filter toward the right renal vein. The filter was snared and retrieved without complication. A new filter was successfully deployed in an infrarenal location. Since the filter was deployed and removed in the renal veins, the alleged migration is unconfirmed. Therefore, based on the medical records the tilting of the filter and pulmonary embolism can be confirmed. However, the relationship between the filter and pe has not been established in the provided medical records. The origin of the pe is unknown at this time. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. It is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated. The filter was not retrieved; however, it was repositioned. Subsequently, the patient experienced a pulmonary embolism. The current patient status is unknown.